Event description:
There was aneurysm sac enlargement (amount of enlargement is unknown). The cause of the endoleak is unknown. On (B)(6) 2020, the devices were explanted and open surgical conversion was performed. The patient tolerated the reintervention.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu373720/16103179, UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and surgical conversion.

Event description:
On (B)(6) 2019, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a ruptured thoracic aorta aneurysm. The patient tolerated the procedure. It was reported that images (date and modality is unknown) revealed a distal type I b endoleak. On an unknown date in (B)(6) of 2020, the devices were explanted. The devices were destroyed at the hospital.